Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker performed a patient initiated interrogation. The presenting rhythm showed atrial tachycardia with 2:1 heart block and ventricular sensing below 60 bpm. Rhythmiq was programmed on. Boston scientific technical services (ts) discussed there have been 23,894 rhythmiq events noted in the arrhythmia logbook and explained this is not a good algorithm for this patient. The health care professional (hcp) agreed and stated there was a previous order to turn off rhythmiq at the patient's last device check, but the programming request was missed. The hcp stated the patient has been symptomatic and it could be from the 2:1 block when his atrial rate gets up to the 120 bpm range. Ts discussed the algorithm function and the hcp noted they would have the patient return to the clinic to turn off the rhythmiq feature and re-evaluate other programming options. No additional adverse patient effects have been reported.